Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2014 and suture was used. The needle and suture were separated when opening the package. A same like device was used to complete the procedure. No adverse patient consequences reported.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The returned sample was found to be out of specification. The defect noted in the returned sample is a detached needle. The suture was not dispensed and is still in the winding tray.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.